Manufacturer narrative:
The batch history record for batch 3179104 was reviewed and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history for batch 3179104 was reviewed and were satisfactory per internal procedures. Nine photos were received for investigation of this complaint. The first photo shows a plate from batch 3179104 (time stamp not visible) and no contamination on this plate is visible in the photo. The second photo shows a plate (batch number and time stamp not visible) and contamination can be seen on the edges of the agar in the plate. The third photo shows stacks of plates from batch 3179104 (time stamps not visible) and no contamination can be seen on the plates shown in the picture. The fourth photo shows an unopen stack of plates (batch number and time stamp not visible). This photo was included in another complaint from university of maryland medical center and does not appear to have contamination. The fifth photo shows a stack of plates from batch 3179104 (time stamps not visible) and no contamination can be seen in the photo. The sixth photo shows a plate from batch 3179104 (time stamp 2329 and contamination is not visible on the plate. The seventh photo shows a stack of plates from batch 3179104 and no contamination is visible in the photo. The eight photo shows a stack of plates (batch number and time stamp not visible) and no contamination can be seen in the photo. The ninth photo shows a plate (batch number and time stamp not visible) with contamination on the edge of the plate. No return samples were received for investigation. This complaint can be confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process.

Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that biological contamination. The following information was provided by the initial reporter: customer reports contaminated plates.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that biological contamination. The following information was provided by the initial reporter: customer reports contaminated plates.